Manufacturer narrative:
Related MFR numbers #2916596-2021-06109 and #2916596-2021-06159. Manufacturer's investigation conclusion: the pump was exchanged (MFR # 2916596-2023-06351). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a chronic bacterial driveline infection that started on (B)(6) 2021. At the time of the onset, it was treated with surgical and drug therapy. The patient was readmitted to the hospital from (B)(6) 2021 to (B)(6) 2022. During that admission an invasive surgery, wound vacuum, debridement, and drug therapy were performed. The patient was again admitted from (B)(6) 2023 to (B)(6) 2023 for the same infection. During the admission same treatments of invasive surgery, wound vacuum, debridement, and drug therapy were performed. The patient was readmitted on (B)(6) 2023 and the pump was exchanged.

Manufacturer narrative:
The patient's pump exchange is covered under MFR # 2916596-2023-06351. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.